Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was reported that the station had no power and short on controller board. A field service engineer replaced controller and drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es had no power, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.